Event description:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes. Summary of analysis on h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes . The complaint of cuff had leaking and torn around line was confirmed. Investigation looked at description of non-conformance audit . No discrepancies were detected thirty-two units. The complaint is verified and root cause to most probable t probable root causes are: lack of solvent in the insertion of the inflation line to tub lack of detection by production personnel. Action taken to retrain production personal .re training to manufacturing personnel in the procedure mp rtt tj rev 101 - reinforced tracheal tube bell out, fit inflation line, inflate cuff & pressure decay test by the quality engineer on 13/jan/2020 to reinforce the op 2.4 where states the correct way to applied solvent to the inflation line.

Event description:
Information was received that a smiths medical endotracheal tube was leaking; the inflation line and tube was noted to have been partially torn. No patient injury occurred.